Event description:
It was reported that on (B)(6) 2008, a 6-8x40mm rx acculink stent was implanted in the 90% stenosed right internal carotid artery without issue. On (B)(6) 2010, the patient experience syncope, shortness of breath and chest pain and was taken for an arteriogram, which revealed 95% in-stent restenosis. On (B)(6) 2010, a 9-7x30mm xact stent was implanted inside the rx acculink. There was no adverse sequela reported and on (B)(6) 2010, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of restenosis of stented segment and angina are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.